Manufacturer narrative:
Continuation of section d10: product ID :nim4cpb1 -patient interface nim4cpb1 nim 4.0, sn: (B)(6), product ID : 8227410 - electrode 8227410 paired 2 channel set , product ID : 8225825x - probe 8225825x 3pk incremt std prass tip were used during procedure. H6: previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the parotoid case was being performed, nim provided the expected audible and visual responses during the procedure. Nim probe was used. Stimulus and threshold were at standard setting. There was no malfunction of the nim. User mentioned the nim system was functioning as intended throughout the procedure and did not cause or contribute to the reported nerve injury. Based on the information provided, the injury appears to be a known, inherent risk associated with the surgical procedure itself rather than a device-related issue. The surgeon repaired the nerve the same day after the injury. Function hasn¿t fully returned yet, full functional recovery may take up to 12 months based on typical nerve healing timelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case, while using a periodic 2-channel, the MDR left the site after being dismissed for the day, and soon after, the surgeon had an issue where the surgeon cut a nerve, and the patient was then unable to close her eyes. The surgeon was able to repair the nerve, and the patient was then able to close their eyes. The next day, the MDR was able to contact the surgeon, and the surgeon was able to inform her that the patient is partially paralyzed on one side of their face. The MDR stated they used the advanced settings to only allow the audio for the nerve response. The surgeon did not know this was the current setting of the nim until after the issue occurred. The surgeon was used to the normal response settings but stated that the change in settings was not the cause of the issue that affected the patient.